Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hosp rep reported that during cataract extraction by phacoemulsification, the equipment suddenly turned off. A back up system was brought in and the surgery was completed. There was no pt harm.